Event description:
Additional information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep reported that high impedances were observed on the lead electrodes 9, 11-15 all reporting 40,000. Reported pt experienced an intermittent loss of stimulation. Rep programmed around the contacts and the issue was resolved. Pt acknowledged being active and having a manual labor job. Rep indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6) implanted: (B)(6) 2024. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their therapy was not turning on and could not be felt, even though therapy showed to be powered on; issue began about a week ago. Patient said they charged their implant to 100% 3-4 days ago, but the battery was still at 80% after that when it would usually be depleted by now. Patient said they were seeing the battery percentage displayed the same in both the mystim and recharger applications. Patient was on group c with program 1 intensity at 2.6 and program 2 at 4.8. Patient tried all their groups, but none of them were working and patient didn't feel any of them. Agent asked, patient confirmed when they tried to increase stimulation, they got 'therapy increase not available' message (oor). The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent provided nas phone number for healthcare provider office to page a representative. Patient said they were currently out of town and agent offered to send local physician list, but patient said they will try to address the issue when they are back home.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted:(B)(6) 2024product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient was explanted. There was a return of pain. The patient underwent a complete system explant due to patient reporting limited pain pattern coverage. The patient had previously underwent reprogramming and the patient and physician stated there was a return of pain to baseline level. The issue was resolved with explant. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
H6: a correction was made to include applicable fdd. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.